Event description:
New information was received. The patient did not have rainbow glare. What was reported as rainbow glare was due to an unrelated previous injury.

Manufacturer narrative:
Additional information provided in b.5., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An orthoptist reported that a patient experienced rainbow glare post lasik in the right eye. There are multiple related reports for this facility. This report addresses patient xw's right eye and other manufacturer reports will be filed.